Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026. The infusion sets fell off during use in less than six hours of usage. The patient experienced high blood glucose levels and was treated by replacing infusion set and gave a bolus. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.